Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. The shaft, hypotube, welds, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded and deflated when received. There were numerous kinks throughout the hypotube of the device. There were numerous kinks throughout the shaft and the inner was kinked under the balloon. There was moderate stretching of the outer/inner (which was not possible to capture in a photo), which possibly caused the kinks in the inner shaft under the balloon. The shaft was buckled at the proximal balloon bond. The tip was damaged. Functional testing was performed by attaching an inflation device filled with water to hub of the device. When positive pressure was applied, the balloon inflated and the catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming that device maintained rated burst pressure (rbp), an attempt to deflate the device by applying negative pressure with the inflation device was made; however, the device did not deflate all the way. Observations for the returned device revealed that there was moderate stretching of the inner/outer, the inner is kinked under the balloon. The correct hypotube was used and seated properly, all of the bond locations are intact, there is not balloon damage and there were no observed blockages. Review of the affected device did not reveal any manufacturing abnormalities. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the 99% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery. The 2.50mm x 12mm emerge¿ balloon catheter was inflated twice at 6 atmospheres (atms) for 6 seconds on first inflation and at 10 atms for 15 seconds on second inflation. After that, the balloon was deflated a little but not completely. The device was carefully retrieved back into the guiding catheter and pulled outside the patient's body in an inflated state. There was no resistance during removal and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation failed. The target lesion was located in a coronary artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, after second inflation, the balloon deflate only a little and could not be deflated completely. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 99% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending (lad) artery. The 2.50mm x 12mm emerge¿ balloon catheter was inflated twice at 6 atmospheres (atms) for 6 seconds on first inflation and at 10 atms for 15 seconds on second inflation. After that, the balloon was deflated a little but not completely. The device was carefully retrieved back into the guiding catheter and pulled outside the patient's body in an inflated state. There was no resistance during removal and the patient's status was stable.